Manufacturer narrative:
The device was evaluated. Device evaluation has confirmed the reported event. Evaluation noted due to damage on ccd unit, the image is not displayed. Additionally, device evaluation found the connecting tube insertion section coating peeling off 1mm2 or more. A definitive root cause could not be identified reasonably known information suggest probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit olympus will continue to monitor field performance for this device.

Event description:
The customer reported "no endoscopic image is displayed" . The issue was found during set up, inspection for use involving an olympus bronchovideoscope. There was no patient involvement reported.